Manufacturer narrative:
The returned cable was evaluated. During functional testing, the cable was able to draw power, and obtain measurements. Pulling or moving the cable causes the cable to interrupt communication. X-ray investigation showed visible anomalies inside the cable at the end of the bend relief. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
The customer reported the cable is defective as it loses signal intermittently. No patient impact or consequences were reported.